Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that high outputs, low impedance, and low sensing were observed due to the rv lead dislodgement. The lead reposition procedure was unsuccessful. The lead was explanted and replaced. The asymptomatic patient was stable post procedure.